Event description:
It was reported that a vaginal cylinder (ppsu) contained some debris left over from the manufacturing process on the inside of the cylinder which led to source mispositioning. The problem was reported during the quality control check prior to use. No patient was involved.